Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited noise over-sensing during isometrics. Programming changes were made. The patient was in stable condition.